Event description:
It was reported that a patient underwent a vaginal delivery procedure on (B)(6) 2024 and suture was used. At 18.47 am, the mother gave birth to a baby girl with a weight of 4040g. At 9 o'clock on the cervix, there was a 3cm laceration. During the suturing process, the doctor used suture. However, the suture broke during the first knotting, and a new suture was promptly replaced. After suturing again, the suture broke again, and a new suture was replaced for suturing to complete the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there patient consequences? If yes, please specify. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.